Event description:
Hereditary hypogammaglobulinemia; common variable immunodeficiency, unspecified. Home health nurse reported pump malfunction (serial number and expiration date: not provided) giving system time out message and needs lithium battery replaced. She was able to infuse via port with syringe and was still doing infusion at time of call. As of current time, no dose being missed. Pharmacy to replace device associated with event. Not reported if device associated with event is available for return. No adverse event(s) reported due to product issue. No further detail was provided. Reported to (B)(6) by: health professional.